Event description:
A surgeon reported a patient with unexpected postoperative refractions following bilateral intraocular lens (iol) implant surgeries. The patient has a history of lasik and the surgeon did not have the pre lasik data when performing the initial calculations. Additional information has been requested. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the lot/serial number was not provided by the customer. The product was not returned and not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. (B)(4).